Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy for af with a rapid ventricular response in the vf zone. The device exhibited an alert for possible output circuit damage and the right ventricular lead exhibited low, out of range high voltage lead impedance. Tachycardia therapies were programmed off and the physician recommended lead and device replacement. The patient elected not to have the lead or device replaced at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.